Event description:
Boston scientific received information that this patient is a twiddler and dislodged their right ventricular (rv) lead. This was discovered at the pacemaker clinic when high impedance measurements were observed. The lead was successfully repositioned. No adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.